Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User guide states: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Check that the pump is working properly by plugging a power source into the usb port and confirming that the display turns on, you hear audible beeps, feel the pump vibrate, and see the green led light blinking around the edge of the screen on/quick bolus button. If you are unsure about potential damage, discontinue use of the pump and contact customer technical support.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump had been dropped prior to the malfunction occurring. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 118 mg/dl.